Manufacturer narrative:
Three opened and used enlite sensors were inspected and a bicarbonate buffer test was performed. All three sensors passed per specification. The insertion test could not be performed as only the sensor was returned and no sen-serter. A cannula was found bent. It could not be confirmed that the sensor was received in said condition as it was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had one sensor with a bent cannula and another sensor with a retracted cannula. The customer's blood glucose level was 140 to 105 mg/dl. The customer stated the first sensor worked with her transmitter, but the second sensor did not work with the transmitter. The product is being returned. Nothing further was reported.